Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 03/30/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and emitted a cs 069 call service alarm with the first attempt at the rewind step. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption failure due to a faulty u39 component on the printed circuit board. The complaint was duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap was used to complete investigation.